Event description:
Rptr had received teh er1 message on her meter several times and quit using the surestep meter and purchased the ot instead. Rptr does not use the confirmation dot for comparison but does remember performing the control solution tests satisfactorily.